Event description:
It was reported by the distributor that a customer of their's had reported that "during a leep procedure, a pt had noted a hot sensation under the ground pad. The procedure was stopped immediately and the ground pad removed. A small blister was noted on the inner thigh area at the approximate center of the ground pad application site. The pt required no f/u care and the procedure was not altered or compromised by the reported burn.